Event description:
Primary rn performing central line cap change with one of the pediatric line change trays. Upon opening sterile field in kit, one of the caps was found to be outside of one of the blue flaps potentially contaminating cap. Other cap in kit was within sterile field and used as patient only had 1 lumen.